Manufacturer narrative:
During preventative maintenance (pm), the administrative menu of the autopulse platform (sn: (B)(4)) could not be accessed after pressing the on/off switch. The root cause for the observed issue was due to defective user interface (ui) membrane as a result of normal wear and tear. The autopulse platform was manufactured in october 2013, and it is more than 6 years old and has exceeded its expected service life of 5 years. Upon visual inspection of the platform, no physical damage was observed. Functional testing could not be performed due to defective ui membrane. The ui membrane switch assembly was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During preventative maintenance (pm), the administrative menu of the autopulse platform (sn: (B)(4)) could not be accessed after pressing the on/off switch.